Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was turned off during the patient's surgery. The patient was sent home, however, the device did not get turned back on. The field representative went to the patient's home and turned the device on. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.